Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed on the ventricular channel. No procedure to address the issue was suggested or completed. No further information is available.